Event description:
It was reported that bd alaris pump module smartsite blood infusion set was leaking from damaged tubing. The following information was provided by the initial reporter with the verbatim: there was a pinhole size puncture in one of the blood tubing during a blood transfusion. A blood transfusion was begun and it was quickly noticed that blood was dripping from a pinhole sized puncture in the tubing approximately 18" below the pump safety clamp ( which was 6" approx.) Below the roller camp proximal to the patient . The tubing was exchanged and the patient tolerated the blood transfusion through new blood tubing .

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint of tubing defective/damaged/leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that bd alaris pump module smartsite blood infusion set was leaking from damaged tubing. The following information was provided by the initial reporter with the verbatim: there was a pinhole size puncture in one of the blood tubing during a blood transfusion. A blood transfusion was begun and it was quickly noticed that blood was dripping from a pinhole sized puncture in the tubing approximately 18" below the pump safety clamp ( which was 6" approx.) Below the roller camp proximal to the patient . The tubing was exchanged and the patient tolerated the blood transfusion through new blood tubing .